Manufacturer narrative:
The abbott field service representative (fsr) inspected the instrument and observed the top front cover hinges were not performing as expected. The fsr replaced the hinges to resolve the issue. An instrument service history review revealed no additional service or complaint issues reported for (B)(6). A review of tracking and trending of the clinical chemistry systems identified no similar issues related to the architect c8000 system, or likely cause parts as described in this complaint. The device history records were reviewed, and no non-conformances were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the top front cover hinges was identified.

Event description:
The customer observed the top cover of the architect c8000 analyzer would not remain in the upright position. The customer stated that there have been no injuries due to the cover not staying up. There was no injury reported and no impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed the top cover of the architect c8000 analyzer would not remain in the upright position. The customer stated that there have been no injuries due to the cover not staying up. There was no injury reported and no impact to patient management.